Event description:
Unit was found to be arcing. The event occurred in another country and was filed with the government of the country. Note: similar device is distributing in the us. Model# 30001.

Manufacturer narrative:
The power supply module caused arcing and possible brief external flame.